Event description:
It was reported that the asymptomatic patient presented to the ER with the device in back-up vvi with no hv therapy available. Review of device image revealed the device went into back-up immediately after charging. In the interim a successful device download was performed to restore the device. The device was later explanted and replaced. The patient condition is fine.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.